Event description:
Boston scientific received information that during a follow up, a decrease in sensing was noted when it comes to this right ventricular lead. An x-ray taken revealed that this lead had dislodged. Due to placement difficulty during the initial implant of this lead, a new active fixation lead was used. This lead was surgically abandoned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.